Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was not feeling well and went to emergency room (ER). Moreover, this device emitted beeping tones for over a year and recorded a yellow and a red fc 1003. Field representative stated that this device might be in end of life (eol) and boston scientific technical services (ts) recommended for device replacement and sending the device for analysis. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.